Manufacturer narrative:
(B)(4). Batch# n93k18. Additional information received: did the tissue pad melt? (See pictures attached which show the pad being loose, but not fallen off the clamp arm; and another photo of the ¿groove¿) seemed to be missing or did any part of the tissue pad detach from the clamp arm and fall off? (Not melted away, but a piece broke off?) Seemed like it. Does the surgeon activate the device with the jaws closed, with no tissue between the jaws? Unknown the device was returned with the tissue pad damaged, melted, and partially detached - not completely detached as reported. The instrument cable was cut off. Dry body fluids were observed on the shaft and blade the device was unable to connect to gen11/pi key to test functionality due to the returned condition (cable cut off). The probable cause of tissue pad damage is applying pressure between the instrument blade and tissue pad while activating the device without having tissue between the jaws. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The batch history records were reviewed and the manufacturing criteria were met prior to the release of the batch.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic splenectomy procedure, the white tissue pad fell off at the tip and gen read "remove device from patient". A competitor device was used to complete the procedure. There were no adverse consequences for the patient.